Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va1angc, implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the healthcare professional (hcp) stated that the x-ray could be accessed on (B)(6) 2017.

Manufacturer narrative:
Product ID: 3889-28, lot# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Explanted date pertains to tined lead, 3889-28, interstim ((B)(4)) .if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient fell on ice on (B)(6) 2016 and they had to redo the implant. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1angc, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reporting regarding a patient implanted with a neurostimulator (ins). Manufacturer representative reported the patient fell and the leaking returned. After an x-ray, a new lead was implanted and then the patient reported their left buttocks hurt after surgery ((B)(6) 2017). It was reportedly unknown if the fall was related to the patient¿s therapy or device. No further complications anticipated.